Event description:
The event occurred on an unspecified date involving a plum 360 pump where the customer reported that the rate changed when duration was changed without alerting clinician that it would be changing the rate. The baby was infused with less fluid with heparin than prescribed and the PICC line clotted off. It was also stated that nurse sent pump to clinical engineering team for them to look at the pump. The nurse have requested the pump's serial number and event logs to be pulled, but at this point in time the clinical engineering cannot determine which pump this happened on. There was patient involvement, unknown human harm and unknown delay in therapy reported.

Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.

Manufacturer narrative:
Complaint was that "the baby was infused with less fluid with heparin than prescribed and the PICC line clotted off." The customer added that the "pumps were working the way it use to be and nothing will return for repair." The device in question was not returned to the service hub; therefore, we were unable to perform a visual inspection or any functional testing to assess the device's performance. A 12-month service could not be performed because no serial number was provided. Unfortunately, we did not receive any event history from the customer, preventing us from reviewing the event history/alarm logs. Consequently, we were unable to replicate or confirm the reported issue.